Event description:
Inbound. Cadd cassette 100 ml with flow-stop lot 2101927, exp: 03/31/2022, causes 2-toned beeping when attached to pump, alarm resolved, but will need to waste cassette and self-mix. No further details provided.